Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, progress was made through the subclavian, past the superior vena cava (svc) and into the heart. Stalling at or near the tricuspid/rv area, the decision was made to switch to a spectranetics 13f tightrail rotating dilator sheath. Calcium in the pocket was encountered; however, advancement was made over the svc coil with some resistance. At that point, the lead pulled free from the heart, the patient's blood pressure dropped, and went into cardiac tamponade. Rescue efforts began, including sternotomy. A large rv perforation was discovered, but repair was unsuccessful. The patient did not survive the procedure. This report captures the lld ez device in use when the suspected rv perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient race and ethnicity - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld was discarded, thus no product investigation was performed. H6) per IFU, perforation and death are listed as potential adverse events with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.